Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown therapy. On an unreported date, the patient did not clean area before starting pd. On (B)(6) 2011, the patient experienced peritonitis manifested by fever and abdominal pain. That same day, the patient was hospitalized. The cause of the peritonitis was did not clean the area before starting pd. Treatment included amikacin (25mg, pd solution loading dose, 12mg/l pd solution maintenance dose) and vancomycin (500mg, intravenous). On (B)(6) 2011, the patient was discharged from the hospital and the patient's wife was retrained on pd protocol, therefore the event of did not clean area before starting pd was considered resolved. Action taken with dianeal therapy and the outcome for the event of peritonitis were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.